Event description:
Information received indicating that the smiths medical cadd ms3 pump lost programming. The pump was asking for passcode. It is unknown if the reported event was caused while in use with the patient. No adverse effects reported.

Manufacturer narrative:
Other text: device evaluation: one cadd ms3 pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. Investigation, unable to duplicate the customer stated problem. According to the investigation, device testing was performed, and the device did not lose any programming and only asked for passcode when pressed the setup program. Further investigation determined that after 2 days without power from the battery, all programming will be lost as referring to the notification of change information providing to customer. Therefore, no problem found with the reported issue. However, the investigation, recommended to software installed as preventive measure. The problem source of the reported problem is unknown.